Manufacturer narrative:
Complaint no: (B)(4). The sample was discarded the lot number was unknown, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a minicap with the overpouch already opened. This was discovered before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.